Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 2.0/20 mm balloon ruptured at 4 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the posterior descending branch of a tortuous left circumflex coronary artery. The physician used a 6f terumo introducer sheath for vascular access, a 6f terumo al1 guide catheter and a whisper guide wire to cross the lesion. It is noted that hard resistance was met upon insertion of the device. The maverick2 monorail balloon was removed and replaced with a quantum maverick 2.0/20 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".